Event description:
It was reported that during a cmn nail implantation, the surgeon had to use two lag screw guide wires on different occasion since on the first attempt the surgeon could not locate the center of the head. When the surgeon was remained using the second guide wire, the tip of the ream "stuttered and stopped". The surgeon pulled the reamer out and found part of the tip had broken off. An x-ray picture had shown that actually the tip of the first guide wire had broken off causing the reamer to break. The broken tip was retrieved and the surgery was completed successfully using another reamer.

Manufacturer narrative:
The MFR did not receive the instrument, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Though the cause for the specific clinical event cannot be ascertained from the info provided. When the instrument has been received and result of the eval is made available, an updated report will be submitted. Zimmer reference number (B)(4).